Manufacturer narrative:
Evaluation: locking link assembly.

Event description:
It was reported by service report that the locking link was bent that connects the fowler to the foot section. No patient involvement or adverse consequences are reported.